Manufacturer narrative:
Concomitant medical products: product ID a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a faster than expected decrease in projected longevity. It was further reported that the implantable pacing lead has had low impedance for a few years, since the last ipg replacement. The ipg and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.